Event description:
It was reported that during a nephrostomy treatment procedure the radiopaque marker came off inside the patient. The radiopaque marker came off the catheter of an accustick introducer sheath. They were able to retreive the device. Additional information has been requested and is not available. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: received the outer catheter from a f/g accustick ii kit nitinol device with a non bsc introducer system. Residue observed on both devices. The outer sheath of the accustick was missing the ro marker. The imprint of the ro marker was observed near the distal tip of the outer sheath. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a nephrostomy treatment procedure, the radiopaque marker came off inside the patient. The radiopaque marker came off the catheter of an accustick introducer sheath. They were able to retrieve the device. Additional information has been requested and is not available. No further patient complications were reported and the patient's status is fine.